Event description:
Plaintiff alleges that she developed an immediate hypersensitivity to latex related to her exposure to latex gloves. She alleges that as a direct and proximate result of the defective nature of the product, she has suffered severe pain and suffering, and will in the future incur expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. In addition, she has suffered and will in the future suffer mental strain, emotional stress and the loss of enjoyment of life.